Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an upstream occlusion alarm. No patient injury was reported.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR: 3012307300-2022-17262. The report was submitted in error.

Manufacturer narrative:
Corrected data: please disregard the reports submitted with the MFR: 3012307300-2022-17262. The reports were submitted in error.